Event description:
Information was received that during testing of smiths medical cadd legacy pump, the pump exhibited lec 1870 and had damage case. No patient involvement was reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the reported issue was able to be duplicated. Pump was found to be displaying "1870" error code message on power up during the investigation and went into 1871 error code message when a prime key button was pressed. It was found that the motor locks up and won't rotate and had chipped case. Service will replace the motor with both cases. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.